Event description:
The surgeon was using the ethicon echelon flex powered plus stapler. The device fired appropriately. When stapler device was being pulled out of the trocar, the device would not straighten--hence unable to remove through the trocar (laparoscopic approach to remove an appendix.). The surgeon had to use the manual override to remove the device from the patient via the trocar. There was no harm to the patient.